Event description:
It was reported that the patient wen to the hospital after receiving several unnecessary therapies due to oversensing on the right ventricular (rv) lead. It was noted the lead was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).